Manufacturer narrative:
On 18/02/2016 a dräger service technician went on site, downloaded and analyzed the logbook and tested the oxylog 3000 plus. The log analysis showed that the potentiometer to adjust the tidal volume (vt) had failed. The potentiometers have been exercised several times and were found to move smoothly. After double device test and test run with several vt adjustments the device was released for use. Investigation of earlier similar events showed that rare use of this knob resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported event. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use.in december 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started. The corresponding notice was found in the technical documentation of the concerned device.

Event description:
It was reported that during use on patient the respirator stopped ventilation and alarmed for technical error. No injury reported.